Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected, and/or changed data: h.6.

Event description:
Healthcare professional reported injecting a patient with one syringe of juvederm® volbella¿ xc in the lips, nasolabial folds, and pre jowl focus. The patient received their covid-19 vaccination prior to injection. The patient then experienced as "late onset granuloma" in the lips, right nasolabial fold, and bilaterally at the pre jowl. Biopsy was not provided. Two weeks after the injection, the physician treated the patient with a medrol dose pak, pepcid, and claritin once a day. Three weeks later, the patient was injected with hylenex® in the pre jowl focus. The symptoms are ongoing. Additional information reported the patient was injected with 0.5 ml in the lips, 0.3 ml into the nasolabial folds, and 0.2 ml into the pre jowl focus. Symptom appeared approximately four and a half months after injection of juvederm® volbella¿ xc.

Event description:
Additional information reported the patient was injected with 0.5 ml in the lips, 0.3 ml into the nasolabial folds, and 0.2 ml into the pre jowl focus. Symptom appeared approximately four and a half months after injection of juvederm® volbella¿ xc.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "inflammatory nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with one syringe of juvederm® volbella¿ xc in the lips, nasolabial folds, and pre jowl focus. The patient received their covid-19 vaccination prior to injection. The patient then experienced as "late onset granuloma" in the lips, right nasolabial fold, and bilaterally at the pre jowl. Biopsy was not provided. Two weeks after the injection, the physician treated the patient with a medrol dose pak, pepcid, and claritin once a day. Three weeks later, the patient was injected with hylenex® in the pre jowl focus. The symptoms are ongoing.